Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with the pump. Customer's blood glucose value was 400 mg/dl at the time of the incident. Customer's current blood glucose value was 167 mg/dl. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6). The blood glucose value when admitted to hospital was greater than 400 mg/dl. The customer complained about hyperglycemia, feeling ill and vomiting,. The customer cause of hospitalization per healthcare professional's was diabetic ketoacidosis and was treated with insulin. The drive support cap appeared normal. Customer was explained about the 2 high blood glucose rule. High pressure test was performed and the test was passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.